Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm voluma® xc bilaterally to the jawline. Two weeks post injections, the patient had a ¿tooth filling done.¿ about one month after the dental work, the patient reported what ¿looked like a scab where one of the injection sites was.¿ three days later, the patient reported ¿localized swelling/ inflammatory reaction on one side with minimal drainage of mostly bloody fluid. No fever or other signs of infection.¿ no treatment information was provided. Symptoms are ongoing.